Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she stopped insulin pump therapy for seven months, and now her doctor wants it replaced. The customer stated she stopped using it because it was not delivering insulin properly. Advised that the insulin pump would be replaced. Nothing further was reported.